Event description:
It was reported that during a holmium laser ablation of prostate bladder procedure, ceramic tip broke in patient. Surgeon retrieved the pieces visually. The surgeon informed the patient that one of the instruments failed during the procedure. The patient was discharged approximately one hour following the procedure. No incident report was made by the facility. On (B)(6) 2010, the facility received a call from the patient that he was experiencing pain, dribbling, urinating three times, two streams.

Manufacturer narrative:
Richard wolf was not informed of this ceramic tip breakage until (B)(4) 2010. The lot number of the sheath was not provided, therefore, we could not identify it as a recent repair and/or a complaint within our system. The facility director agreed that his record keeping needs to improve. The facility did not retain the sheath and cannot confirm the disposition of the sheath. The facility could not confirm that the sheath was returned to richard wolf for repair after the tip breakage.